Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon review of the patient's data two to seven seconds of right ventricular (rv) pacing inhibition with asystole was observed, however there were no stored episodes. It was noted that the patient is pacemaker dependent and very sensitive to loss of pacing. The minute ventilation feature was programmed off in the pacemaker. Boston scientific technical services (ts) reviewed and discussed that the pacemaker was oversensing the minute ventilation. Further review of the data found that the another manufacturer's rv lead impedance measurements were largely variable starting six months earlier and intermittently would increase from 500 ohms to 1200 ohms. Ts further discussed that the mv oversensing was likely infrequent enough to create pacing inhibition but not to store an event. The rv lead was reprogrammed to pace unipolar and with bipolar sensing. The pacemaker and another manufacturer's rv lead remain in service and no adverse patient effects were reported.